Event description:
A discordant sample result for troponin was obtained on an advia centaur xp instrument. The patient was admitted to the hospital. The patient sample was repeated on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant result.

Manufacturer narrative:
A siemens field service engineer(fse) was dispatched to the customer site. The fse analyzed the instrument and found a leak at the wash 1 port. The fse replaced the wash separation manifold and guides and ran qc. The instrument is performing within specifications. No further evaluation of the device is required. The advia centaur xp tni-ultra instructions for use states, "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."